Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument related to this complaint and completed the device evaluation. Failure analysis performed on (B)(6) 2019 confirmed that the mcs instrument had exhibited intuitive motion. A new tip cover was installed successfully on the tube extension with no issue during testing. The test system also recognized and engaged with the instrument multiple times. No damage was observed at the wrist. Diameter measurements of the tube extension suggested that the tip cover falling may not be due to a dimensional issue on the mcs instrument.

Manufacturer narrative:
Isi received the tip cover accessory and completed the device evaluation. The reported failure was not confirmed nor replicated. The tip cover was placed on the an in-house instrument and placed on a in-house system, the tip instrument was driven and the tip cover remained on the instrument. It was found to have tearing at the mouth on the distal end. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The tip cover detachment from the instrument does not appear to be related to parts being out of specification.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor tip cover fell off. No fragments fell into the patient. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator to confirm that the tip cover fell into the patient intact and was retrieved same procedure. There was no harm to the patient. No additional information regarding the completion of the procedure was available.